Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw did not lock into the plate as expected during final tightening within surgery. The screw was removed and replaced with an alternative screw. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). The screw was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not provide any indications of manufacturing issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device installation.